Event description:
It was reported that during a nephrectomy procedure, the device was fired once without problems. On the second firing on the renal vein, held for 15 secs, 3 strokes were fired, opened the device and all of the staples fell out malformed. The device did not cut or staple. There was no damage to the renal vein. They had to irrigate the staples out of the patient. The same device was used for 3 more firings without difficulties. They reloaded the same device and fired it three more times with no patient consequences to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.